Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1). Customer's blood glucose level was 260 mg/dl. Reportedly, the customer changed the cartridge and successfully resumed insulin delivery.